Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance steady at approximately 286 ohms for the past 2 weeks, but dips to 190 ohms on (B)(6) 2016 (tip-ring). Then to 171 ohms (ring-coil) (B)(6) 2016.

Event description:
It was reported that there was a patient alert due to low impedance on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.